Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than six months remaining and now it showed 1.5 years with a magnet rate of 100 pulse per minute (ppm). Additional information indicated that the previous battery reading showed three months prior it was less than six months. However, no changes had been made with the previous session. Moreover, the patient had to continue follow up. This pacemaker remains in service. No adverse patient effects were reported.